Event description:
Information was rec'd that reported a pt was treated at the hospital in '08 due to an incident of hyperglycemia. Per the reporter, the pt has had high blood glucose for a week prior to being treated with blood glucose ranging from 300 to 500 mg/dl. He went to the hosp when he began feeling very ill. He was treated with insulin injections. The device should be returned for evaluation; to ensure that it is functioning correctly, and did not contribute to the reported incident, but as of the date of this report, had not been returned for eval.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device evaluation. When and if the device becomes available, and is returned and evaluated, the MFR will file a follow-up report detailing the results of the evaluation.